Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4)(manufacturer). This report has been identified as b. Braun (B)(4). The investigation into the reported event is ongoing at this time. A follow up report will be provided after the evaluation results become available.